Event description:
The sales rep reported that during an arthroscopic shoulder procedure the surgeon noted that there were metal shavings emanating from a lupine drill bit guide and falling into the patient's joint space. Upon close examination, the surgeon noted that the distal end of the guide was malformed causing the drill bit to rub up against the anomaly, which resulted in the metal shavings. The surgeon then employed another guide, again with the same results; however, there was no apparent anomaly or damage to this new guide. They do not know if all of the debris was retrieved from the body; however, the procedure was completed successfully without further issue or harm to the patient. Also see associated MDR 1221934-2011-00346.

Manufacturer narrative:
The device has been in use for some time, and, it stands to reason that the device's noted damage is a result of, most likely, mishandling; inanimate objects do not damage themselves. We attribute this device's condition and the resulting ''metal shavings'' to a handling issue. At this point in time, no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, (B)(4) and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.